Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 30 days post implant of this mitral annuloplasty band, the device was replaced with a mitral bioprosthetic valve due to unknown reasons. No additional adverse patient effects were reported.